Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to report additional information. The reported implant was returned for investigation. Visual evaluation of the as returned product identified fracture around the collar. DHR review for the lot had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimvie. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot and no similar event or complaint was found. A definitive root cause could not be determined. Therefore, based on the available information, device malfunction did occur, and the reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Manufacturer narrative:
Zimvie complaint (B)(4). Patient weight is not provided / unknown.

Event description:
Customer reported patient came with loose crown. Fractured coronal part of dental implant, tooth 19.